Manufacturer narrative:
Approximate age of device 1 years 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2017. The patient had an unspecified bleed in (B)(6) that resulted in roughly a week of sub therapeutic international normalized ratio(inr). Inr returned to therapeutic levels after (B)(6) 2019. No additional information was provided.

Manufacturer narrative:
Section b3: event date was estimated. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support and no further issues have been reported at this time. The hmii IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The IFU also provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.